Event description:
It was reported that the physician attempted to implant the lead and found the pacing impedances to be unacceptably high. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis results revealed there were no anomalies found. Observation revealed there to be blood/body fluid on the distal conductor (not obstructed) and blood in/on helix mechanism.